Event description:
Information was received from a consumer regarding a patient receiving dilaudid (dose and concentration unknown) via an implanted infusion pump. It was thought that the patient had 45mg/day before it was removed, but the reporter was not sure. The indication for use was non-malignant pain. It was reported that the patient wanted to get off the pump because the medication kept him "borderline of being on withdrawal and not on withdrawal." It was stated that it had nothing to do with the manufacturer, it was the medication in the pump. The issues were noted to have started in the middle of 2016. The pump was reportedly explanted in (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that a partial catheter was left in the patient's spine.